Event description:
Cultures were obtained from a deep skin infection involving an implanted medical device. Multiple cultures grew serratia marcescens. The antibiotic sensitivities were lost from the mdds section of the ehr, or they were never posted due to an interface failure. A work around was required to find the results, but they remain absent from the silo of the ehr where they should appear. This defect causes delays in care and adversity due to delays in pinpointing the correct antibiotic to use in this critical situation. This genre of flaw raises doubt in the health care professionals as to whether the presentation of results on any pt are accurate.